Event description:
A malfunction alarm was reported on the pump, identified by the code "malf 12." There was no adverse impact on the customer's blood glucose level. Technical support provided instructions and assisted the customer in resetting the pump, which resolved the issue, and the customer was informed to continue using the pump while monitoring for any potential recurrence of the malfunction code.